Manufacturer narrative:
H.10. Additional manufacturer narrative: submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. The power pc board and test pack reader unit were returned to tosoh instrument service center for investigation. Functional testing confirmed the reported event was due to failure of the power supply pc board. The most probable cause of the reported event is due to failed power supply pc board.

Event description:
N/a

Manufacturer narrative:
Device evaluation by manufacturer: a field service engineering (fse) was at customer's site to resolve reported event. Fse confirmed the reported error by reviewing the error log and was also able to reproduce the problem, by observing the analyzer not read an std cup during a test cup read mechanical check. Fse noted that the light for the test cup read assembly did not come on. Fse replaced the test cup read assembly to troubleshoot but the light still did not come on, then the power board was replaced, which resolved the issue. Fse validated the analyzer by running test cup read as well as two levels of qc; results were without errors and within acceptable ranges. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no similar complaints identified during the search period. The aia-360 operator's manual under section 7-1: list of error messages states the following: [0009] insufficient standard cups error is generated when no standard cup is loaded for the daily check. Solution: the operator is instructed to load a standard cup on reagent cup holder no.1 and repeat. In section 2.1 flag lists states the following: ae flag (analyte error) is generated when analyzer is unable to read test cup. Solution: the operator is instructed to check labeling on the test cup and repeat assay. If flag appears continuously, the cup reader may have been displaced. Contact the service department. The most probable cause of the reported event is pending investigation completion.

Event description:
A customer reported getting error message "0009 insufficient standard cup" during background check on the aia-360 analyzer. Technical support specialist (tss) instructed the customer to confirm standardization cups (std) are being used and not sample treatment cups (stc). Tss instructed the customer to run the background check, placing the std cups in position 1 and position 2, but same error reoccurred. Tss instructed the customer to try std cups from another pack and error persisted. Tss instructed the customer to run a quality control cup and an ae flag (test cup read error) occurred. The customer checked and confirmed there were two (2) cup sensor filaments and they were not bent. The customer cleaned the tops of the sample wells and attempted to run the background check in position 3 but error persisted. Analyzer is down. A field service engineer was dispatched to address the reported event, which resulted in delayed reporting of patient samples for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.